Event description:
Over multiple times (due to the unusual situation) after placing the pt on oxygen flow at 2lpm, the meter was found at zero. The flowmeter was replaced. The offending flow meter was observed to drop from a flow 1lpm to zero flow when evaluated on the repair bench.